Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("essure left¿ consists of several pieces of metal wiring measuring 9.0cm in") and pelvic pain ("pelvic pain") in a 25-year-old female patient who had essure (batch no. D13382) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included human papilloma virus infection. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced weight increased ("weight gain/loss: weight gain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), abdominal pain ("abdominal pain"), dyspareunia ("painful intercourse"), migraine ("migraine headache"), alopecia ("hair loss"), nausea ("nausea"), fatigue ("fatigue"), amnesia ("memory loss"), back pain ("back pain"), vaginal haemorrhage ("heavy vaginal bleeding"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), headache ("migraines/headache"), anxiety ("other injury or complication: anxiety") and menstruation irregular ("irregular menses"). The patient was treated with surgery (bilateral salpingectomy) and surgery (salpingectomy to remove essure). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, dysmenorrhoea, migraine, amnesia, vaginal haemorrhage, menorrhagia, female sexual dysfunction, headache, weight increased and anxiety outcome was unknown, the pelvic pain, abdominal pain, dyspareunia, fatigue, back pain and menstruation irregular had resolved and the alopecia and nausea was resolving. The reporter considered abdominal pain, alopecia, amnesia, anxiety, back pain, device breakage, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, menstruation irregular, migraine, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.8 kg/sqm. Hysterosalpingogram - in (B)(6) 2016: total bilateral occlusion. (B)(6) 2017: pathology. Diagnosis: foreign body, essure, right, excision: medical device consistent with essure (gross diagnosis only). Fallopian tube, right, salpingectomy: unremarkable fallopian tube, completely transected, unremarkable fimbria with focal stromal calcifications. Foreign body, essure, left, excision: medical device, consistent with essure (gross diagnosis only). Fallopian tube, left salpingectomy: unremarkable fallopian tube, completely transected, unremarkable fimbria. Cervix, cone biopsy: no evidence of residual squamous intraepithelial lesion: biopsy site with reactive epithelial changes. Moderate chronic endocervicitis and focal immature squamous metaplasia. Squamous epithelium with focal reactive changes. Endocervix, curettage: strips of benign endocervical epithelium admixed with blood. Gross: ¿foreign body, essure right¿ consists of piece of metal wiring measuring 15cm in length. ¿foreign body, essure left¿ consists of several pieces of metal wiring measuring 9.0cm in aggregate length. Most recent follow-up information incorporated above includes: on 4-apr-2018: plaintiff fact sheet & medical record received. Events menorrhagia, apareunia, headaches, anxiety. Weight gain , device breakage are added. Lot number added. Lab data updated. Concomitant & historical drugs and conditions are added. Product, patient & reporter information added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("essure left¿ consists of several pieces of metal wiring measuring 9.0cm in") and pelvic pain ("pelvic pain") in a 25-year-old female patient who had essure (batch no. D13382) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included human papilloma virus infection. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced weight increased ("weight gain/loss: weight gain"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2017, the patient experienced menstruation irregular ("irregular menses"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), abdominal pain ("abdominal pain"), dyspareunia ("painful intercourse"), migraine ("migraine headache"), alopecia ("hair loss"), nausea ("nausea"), fatigue ("fatigue"), amnesia ("memory loss"), back pain ("back pain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), headache ("migraines/headache") and anxiety ("other injury or complication: anxiety"). The patient was treated with ibuprofen, surgery (bilateral salpingectomy) and surgery (salpingectomy to remove essure). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, dysmenorrhoea, migraine, amnesia, vaginal haemorrhage, menorrhagia, female sexual dysfunction, headache, weight increased and anxiety outcome was unknown, the pelvic pain, abdominal pain, dyspareunia, fatigue, back pain and menstruation irregular had resolved and the alopecia and nausea was resolving. The reporter considered abdominal pain, alopecia, amnesia, anxiety, back pain, device breakage, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, menstruation irregular, migraine, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.8 kg/sqm. Hysterosalpingogram - in (B)(6) 2016: total bilateral occlusion. (B)(6) 2017: pathology. Diagnosis: foreign body, essure, right, excision: medical device consistent with essure (gross diagnosis only). Fallopian tube, right, salpingectomy: unremarkable fallopian tube, completely transected, unremarkable fimbria with focal stromal calcifications. Foreign body, essure, left, excision: medical device, consistent with essure (gross diagnosis only). Fallopian tube, left salpingectomy: unremarkable fallopian tube, completely transected, unremarkable fimbria. Cervix, cone biopsy: no evidence of residual squamous intraepithelial lesion: biopsy site with reactive epithelial changes. Moderate chronic endocervicitis and focal immature squamous metaplasia. Squamous epithelium with focal reactive changes. Endocervix, curettage: strips of benign endocervical epithelium admixed with blood. Gross: ¿foreign body, essure right¿ consists of piece of metal wiring measuring 15cm in length. ¿foreign body, essure left¿ consists of several pieces of metal wiring measuring 9.0cm in aggregate length. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc (product technical problem). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), abdominal pain ("abdominal pain"), dyspareunia ("painful intercourse"), migraine ("migraine headache"), alopecia ("hair loss"), nausea ("nausea"), fatigue ("fatigue"), amnesia ("memory loss"), back pain ("back pain") and vaginal haemorrhage ("heavy vaginal bleeding"). The patient was treated with salpingectomy to remove essure on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, dyspareunia, migraine, alopecia, nausea, fatigue, amnesia, back pain and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, alopecia, amnesia, back pain, dysmenorrhoea, dyspareunia, fatigue, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.